Event description:
It was reported that the pump battery was charging slower than expected. There was no reported adverse impact to the customer. The customer declined assistance from tandem customer technical support regarding the issue. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.